Event description:
It was observed that during the device evaluation, the high flow insufflation unit had a secondary circuit air leak. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the air leak occurred due to a malfunction of the pressure reducer or manipulator within the conduit line. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.